Event description:
The customer reported that the 840 ventilator had a blank display while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) to breath delivery (bd) cable. Covidien was not authorized to service the device. Customer reported to have replaced the graphical user interface (gui) to breath delivery (bd) cable and unit passed all testing and is back in service.

Manufacturer narrative:
(B)(4).